Manufacturer narrative:
Device analysis report attached. This report is submitted on september,05,2023.

Event description:
Per the clinic, the patient experienced an infection at the magnet site (date not reported). Subsequently, the patient was treated with oral antibiotics for 20 days (specific date not reported). However, the issue could not be resolved. The device was explanted (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.